Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. During inspection of the explanted device, the balloon was noticed to be empty. There was no patient complications reported.